Event description:
It was reported that the patient experienced ventricular fibrillation. The device delivered therapy four times with a shock impedance lower than 20 ohms and it was ineffective at converting the arrhythmia. The device switched pathways and the therapy was delivered with normal impedance to terminate the fibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed with no anomalies found. Performance data collected from the device was analyzed and revealed that oversensing was noted between (B)(6) 2011. There were nine episodes of ventricular non-sustained tachycardias (nsts) <= 210 ms and three episodes of ventricular fibrillation (vf) <=190 ms average v-cycle. The save to disk file (B)(4) shows low resistance/impedance during the 4th - defibrillation episode 49, vfrx1 to the 4th defibrillation, pathway ax to b, impedance= 0 ohms, on (B)(6) 2011 in the timeframe between 00:22:11 and 00:22:23. The weekly high voltage - lead impedance trend data shows a maximum and minimum defibrillation= 54 to 66 ohms with a range between and on (B)(6) 2009 and (B)(6) 2011.